Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient, who was working in a hospital at the time of the event, lost consciousness, which she attributed to a cgm inaccuracy. The cgm glucose value displayed prior to the loss of consciousness was 152 mg/dl. No blood glucose meter comparison value was obtained at the time of the incident. The patient was wearing an omnipod insulin pump during the event. According to the patient, she was administered juice and intravenous dextrose (d50) upon regaining consciousness. The patient declined to provide any additional details regarding the event. She also requested no follow-up calls from dexcom, stating she would contact the company if needed; however, no return call has been received to date. The patient reported being ¿fine¿ at the time of the initial report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.